Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve leak issue occurred. It was reported that the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small valve was leaking, there was back bleeding, and resistance with the dilator. The back bleeding occurred while the ablation catheter was inserted and transseptal. The sheath was exchanged for another vizigo sheath to continue the case successfully. Additional information was received in the event. There was resistance when inserting catheter into sheath. No occlusion noted and the dilator was not stuck. The valve leaking was assessed as a MDR reportable hemostatic valve leak issue. The resistance was assessed as not MDR reportable for a resistance with sheath issue. Interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury is remote.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 13-apr-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on 25-apr-2022. It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve leak issue occurred. It was reported that the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small valve was leaking, there was back bleeding, and resistance with the dilator. The back bleeding occurred while the ablation catheter was inserted and transseptal. The sheath was exchanged for another vizigo sheath to continue the case successfully. Additional information was received in the event. There was resistance when inserting catheter into sheath. No occlusion noted and the dilator was not stuck. The carto vizigo sheath product was returned to biosense webster for evaluation. Visual inspection of the returned device was performed following bwi procedures. Visual analysis revealed multiple kinks on the shaft and the hemostatic valve was not found inside the device. The hemostatic valve detachment could be related to the dilator wrongly introduced; however, this could not be conclusively determined. The resistance reported could be related to the kinks observed during the visual inspection. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: -investigation findings: mechanical problem identified (c07)/ investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) were selected as related to the customer¿s reported ¿resistance with sheath¿ issue. Investigation findings: fracture problem (c070603) / investigation conclusions: cause not established (d15) / component code: valve(s) (g04135) were selected as related to the customer¿s reported ¿hemostatic valve leak¿ issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).